Event description:
It was reported that prior to surgery, it was discovered that the small battery drive device had an undetermined malfunction. According to the reporter, the device was left with a note indicating that the device was broken. During in-house engineering evaluation, it was observed that the device did not function. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the device did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to motor assembly or (ecu) electronic control unit failure due to immersion during cleaning. Thus, failure to follow the directions for use, which is misuse, abuse and /or possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.